Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced an occlusion alarms due to a bent cannula on (B)(6) 2026.the blood glucose level was 480 mg/dl at the time of event. No further information is available.